Manufacturer narrative:
Further information was requested, but not received.

Event description:
Related manufacturer reference number: 2017865-2022-08517, related manufacturer reference number: 2017865-2022-08518. It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.

Manufacturer narrative:
The device was returned due to the patient's deceased. The device image was saved successfully. The results of the electrical, and stress/environmental tests were performed to indicate the pacer is exhibiting normal device characteristics. Longevity assessment performed, and the device was in the normal range of operation with appropriate remaining longevity.